Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue cannot be confirmed as the product is not available for analysis. However, the, the device instructions for use describes various scenarios which can result from malposition of the device including limited urethral coaptation, incontinence, erosion, migration and mechanical malfunction. The patient device experience is included in the labeling; therefore, anticipated in nature. Device history record: a review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. In addition, the IFU describes various scenarios which can result from malposition of the device including limited urethral coaptation, incontinence, erosion, migration and mechanical malfunction. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could not be performed. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to the balloon implanted in a bad location. The aus cuff, pump, and balloon was explanted and replaced with a new aus cuff, pump, and balloon.